Manufacturer narrative:
Result: 5max ace (-1) was fractured in the proximal shaft, under the strain relief, approximately 1.5 cm from the hub and kinked in the proximal shaft, approximately 58.0 cm from the hub. 5max ace (-2) was fractured in the proximal shaft approximately 0.8 cm from the hub, kinked in the proximal shaft approximately 43.5 cm from the hub, and ovalized in the distal shaft approximately 20.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that upon removing both 5max ace catheters from the patient, the proximal shafts fractured. Evaluation of the returned devices confirmed proximal shaft fractures. The complaint indicated that the physician believed the damage was due to insufficiently loosening the rotating hemostasis valve (rhv) prior to removing the catheters. This type of damage typically occurs when a device is improperly handled during use. If the rhv is not loosened prior to removing the catheter, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. This MDR is associated with MDR 3005168196-2015-00268.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician successfully cleared thrombus from the m1 segment of the mca and withdrew the catheter. Upon removal, the ace catheter became fractured. A new penumbra system 5max ace reperfusion catheter was used. Upon removal from the patient, this ace catheter also became fractured. The procedure successfully continued. There was no report of an adverse effect on the patient.